Event description:
It was reported that the ilet displayed an alarm indicating dosing had stopped due to loss of continuous glucose monitor (cgm) connection or the need to enter a blood glucose, with a concurrent blood glucose (bg) of 463 mg/dl and multiple hours of suspended dosing observed. The user entered a bg, toggled cgm pairing, and performed a full supply change after noting an expired infusion set. Symptoms included hyperglycemia. Outcomes included continued use after bg began to decrease toward 300 mg/dl, with no medical intervention or hospitalization. Investigation included review of device logs and cgm pairing status. Investigation of this case revealed cgm disconnection caused by an incorrect pairing code and an expired infusion set contributing to prolonged dosing suspension; cgm connection was restored and delivery resumed after corrective actions. It was concluded, based on previously established findings for similar reports, that user-related factors including incorrect cgm pairing and delayed infusion set change caused the event.